Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached around 400 mg/dl while wearing the pod between 4 and 24 hours. The patient noticed that the pod was leaking insulin from the infusion site (abdomen). When the pod was removed, a small scar was found around the infusion site. Symptoms reported include nausea, confusion, dehydration/thirst for water and dry mouth. The patient was treated with intravenous (IV) fluids. The patient was discharged the same day. The pod was replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.